Event description:
A report was received that the patient is experiencing difficulty charging the ipg. The physician decided to replace the ipg and the patient is reportedly doing well.

Event description:
A report was received that the patient is experiencing difficulty charging the ipg. The physician decided to replace the ipg and the patient is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The device exhibited excessive battery depletion. The device profile indicated that the battery depletion rate was in a normal range until some point prior to the explant. It was reported that monopolar electrocautery was used during the patient's lead revision prior to the explant procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).